Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed, cause unknown. Two photos were received of the dignishield showing that the irrigation port had become detached confirming the reported event. Product labeling was reviewed for this investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital¿s healthcare professional, a stoma therapist, had a problem with the dignishield catheter that had been in continuous use for 22 days. According to the report, during the period of use, the green cuff access port and the transparent irrigation access port became detached. The professional stated that, after the incident, the team reconnected the ports to maintain the functionality of the device, considering that the patient requires complex management. The healthcare professional emphasized that this was the third time the product has shown this type of failure, even though the units were from different batches. To mitigate the impact on the family and prevent further issues with the patient, the team decided to continue using the same catheter, which was currently on the 22nd day of use. The event occurred on 11jan2026 lot: ngjyy312 and unknown event date lot: ngjyy312 and unknown event date lot unk. Additional information received on 19 jan 2026. What is the lot number of the product with the problem or defect? Was the incident reported to anvisa? If so, what is the notification number? No. Could you provide photos and/or videos of the product showing: catalog number, lot number, and the defect? Attached is a photo of the defect. Is the sample related to this incident available for analysis? No. Per information received via rcc on 21jan2026, stated that the replacement was already received.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed, cause unknown. Two photos were received of the dignishield showing that the irrigation port had become detached confirming the reported event. Visual evaluation of the returned sample noted one opened (without original packaging), dignishield sms002 and batch number ngjyy312. Visual inspection of the sample noted a hole found at irrigation port and also noted that the adhesive possibly was not fully cured. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital¿s healthcare professional, a stoma therapist, had a problem with the dignishield catheter that had been in continuous use for 22 days. According to the report, during the period of use, the green cuff access port and the transparent irrigation access port became detached. The professional stated that, after the incident, the team reconnected the ports to maintain the functionality of the device, considering that the patient requires complex management. The healthcare professional emphasized that this was the third time the product has shown this type of failure, even though the units were from different batches. To mitigate the impact on the family and prevent further issues with the patient, the team decided to continue using the same catheter, which was currently on the 22nd day of use. The event occurred on 11jan2026 lot ngjyy312 and unknown event date lot ngjyy312 and unknown event date lot unk. Additional information received on 19 jan 2026. What is the lot number of the product with the problem or defect? Was the incident reported to anvisa? If so, what is the notification number? No could you provide photos and or videos of the product showing: catalog number, lot number, and the defect? Attached is a photo of the defect. Is the sample related to this incident available for analysis? No. Per information received via rcc on 21jan2026, stated that the replacement was already received.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital¿s healthcare professional, a stoma therapist, had a problem with the dignishield catheter that had been in continuous use for 22 days. According to the report, during the period of use, the green cuff access port and the transparent irrigation access port became detached. The professional stated that, after the incident, the team reconnected the ports to maintain the functionality of the device, considering that the patient requires complex management. The healthcare professional emphasized that this was the third time the product has shown this type of failure, even though the units were from different batches. To mitigate the impact on the family and prevent further issues with the patient, the team decided to continue using the same catheter, which was currently on the 22nd day of use. The event occurred on (B)(6) 2026 and unknown event date. Additional information received on 19 jan 2026 what is the lot number of the product with the problem/defect? Was the incident reported to anvisa? If so, what is the notification number? No could you provide photos and/or videos of the product showing: catalog number, lot number, and the defect? Attached is a photo of the defect. Is the sample related to this incident available for analysis? No per information received via rcc on 21jan2026, stated that the replacement was already received.